Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report 'add gel' messages without prior gel release, indicating potential damage to one of the cables. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages / damaged cable) was confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable. The patient was issued a replacement electrode belt.